Event description:
It was reported that stent restenosis and angina occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization which revealed the 75% stenosed , de novo lesion located in the first obtuse marginal (om) artery extending to the ramus artery that was 14mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement using a 16mm x 3.00mm taxus¿ element¿ stent. Following post dilatation, residual stenosis was 0%. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with unstable angina and was hospitalized on the same day. Three days post admission, the 75% restenosis of the previously placed study stent located in the first om artery was treated with balloon angioplasty with 5% residual stenosis. The event was considered to be resolved without residual effects. One day post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2013, the patient presented to the hospital for an elective coronary angiography which revealed 60-70% restenosis of he previously placed study stent in the first obtuse marginal (om) artery. On (B)(6) 2014, 75% restenosis of the previously placed study stent located in the ramus artery was treated with balloon angioplasty with 5% residual stenosis.